Event description:
Mating part interaction failure was reported where a screw backed out of a plate during patient use. The patient reported that the screw caused some soft tissue irritation therefore, the screw was removed. The plate was not removed. This is report 1 of 2.

Manufacturer narrative:
4247 - this complaint was not escalated to root cause analysis. 4316 - this complaint was not escalated to root cause analysis.